Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon experiencing low monopolar energy on the coagulation using the monopolar curved scissor. The customer replaced the green energy cord, blue energy cords, bovie pad, and the instrument with no change to the reported event. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed with different generator and there was a surgical delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced on generator connected to system. The logs could not confirm the fault occurred in the field. Visual inspection confirmed the side cover was bent on both sides. The unit energized and cauterized and all ports recognized instruments on system.